Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) it was noted that the patient's blood pressure was dropping and palpitations were observed. The patient complained of discomfort. An echocardiogram demonstrated a pericardial effusion had occurred as a result of a perforation. The effusion was drained and the ipg was left implanted in the patient. The physician mentioned that the delivery system "bounced" when attempting to capture the cardiac wall. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: mc1vr01-delsys. If information is provided in the future, a supplemental report will be issued.